Event description:
It was reported that, for the past few days, the patient experienced a shocking sensation, with the implantable neurostimulator system turning on and off. The patient had a fall two weeks ago, but did not notice any changes until one or two days ago. When the stimulation was adjusted using the patient's programmer, the patient felt that the programmer was "changing on it's own." The patient did not have any contact with electromagnetic interference (emi), and was sitting in a chair at the time of the device's use. It was later reported that the patient received assistance from the physician on 2011 (B)(6), and the patient's concerns were resolved. The patient no longer had concerns with the device or therapy.

Manufacturer narrative:
Lead: model 3387s, lot# v067713, implanted: 2008 (B)(6), explanted:na. Lead: model 3387s, lot# v060436, implanted: 2008 (B)(6), explanted: na. Extension: model 748951, lot# nhu165760v, implanted: 2008 (B)(6), explanted: na. Extension: model 7482a51, lot# nhu165767v, implanted: 2008 (B)(6), explanted: na. Neuro adaptor: model 64002, lot# n256795, implanted: 2011 (B)(6), explanted: na. Programmer: model 37642 lot# njz109693n.